Event description:
The individual allegedly developed a latex allergy from wearing latex medical gloves or other products during her career as a nurse. This allegation is being reported to comply with the medical device reporting regulation. Investigation of this claim cannot be conducted as no catalog#, lot number, device description or samples are available. It is not known if a sims portex inc product caused or contributed to this event. Many distributors and manufacturers of latex products have been named in this litiagtion due to the individual's exposure to various devices.